Event description:
We were informed on the (B)(6) 2025. That 4 broken compressive staple quadro 30x16x16x14x12, with no accompanying investigations or further case information. No batch numbers were available, as the products had been discarded, no dates have been communicated or further information about these cases. It seems like one or more revision surgeries were performed this was not confirmed and we are unable to have further information regarding these surgeries.

Manufacturer narrative:
The surgeon recommended a four-week period of non-weight bearing, which is considered an aggressive duration. Further investigation is not possible due to a lack of additional information regarding this case.